Event description:
Ampicillin IV infusing on pump, went in to put flush on and noticed clear fluid leaking from pump, and a small pool of fluid on IV stand. Closer look showed ampicillin leaking out of the top of the IV tubing. Default in tubing. Care fusion ref: (B)(4). Maxgauard extension set microbore lot: 17015708.